Event description:
A baxter rep reported an infusion pump with a failure code 33 found during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.